Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). Family member reported that she thinks the patient changed from group a to group b but was unable to change it back because the controller was not responding when she used the up/down arrows. It was reviewed to press the letter b on the screen and then select the desired group. The caller confirmed she was able to change the group to a following these instructions. No patient symptoms were reported. No further complications were reported/anticipated.